Event description:
Patient was positioned on hana table for left anterior hip arthroplasty. During procedure, leg was repositioned as is customary to visualize operative site. Spar was lowered to the ground with red zone indicated on gauge. Patient with very brittle bones-tibia fractured.

Manufacturer narrative:
Because the device is not available for inspection, and the complainant is not available to be interviewed, it is not possible to establish with certainty what actually occurred. Owner's manual says "if the traction brake cover enters the red zone the installation and use of the traction hook extender is required."

Event description:
Patient was positioned on hana table for left anterior hip arthroplasty. During procedure, leg was repositioned as is customary to visualize operative site. Spar was lowered to the ground with red zone indicated on gauge. Patient with very brittle bones-tibia fractured.